Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing showed that the device alarmed with error code 1720 on power up. The investigation determined that an issue with the back-up capacitor was the cause of the reported issue. The back-up capacitor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump displayed error code 1720. No adverse effects were reported.